Manufacturer narrative:
"Date of event" is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2019-07811, 1627487-2019-07813. It was reported that surgical intervention was undertaken around 2015 wherein the system was explanted. The reason for explant and exact date of explant are unknown.